Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 200 mg/dl. The customer stated that she was having issues with the reservoir being loose. The customer stated that she had more highs lately and needed the belt clip to be replaced. The customer stated that the right side of the reservoir has pieces that are chipped off. The customer also stated that she had button issues. The customer stated that she had to hold down the buttons longer. The customer stated that the numbers are moving very slowly or not moving at all. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.